Manufacturer narrative:
On 10-aug-2021, the suspected medical device was returned for evaluation. On 12-aug-2021, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted a visual inspection and leak test of the returned device. Visual analysis of the returned device revealed a crease/fold on the posterior view. Leak testing was performed, according to mentor procedure, and it identified a tear within the crease/fold measuring approximately less than 0.1 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent a primary breast augmentation with unknown mentor saline breast implant experienced right-sided implant deflation postoperatively. As a result, the patient underwent explantation and replacement with 500cc smooth mentor memorygel breast implants, catalog # 3505001bc, left lot-serial # (B)(4) and right lot-serial # (B)(4) on (B)(6) 2021.